Manufacturer narrative:
The technician found the bed up function switch on the left caregiver siderail was pressed in and stuck. The technician replaced the siderail control membrane to repair the bed.

Event description:
Information received indicates the bed goes up by itself.